Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported their pads are not recognized by the AED. They reported this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a the AED was advising check pads, review of the AED's internal log files could not confirm the reported issue. The unit was requested for return and further evaluation. Upon return, the device underwent bench testing. It was identified that the AED was unable to speak due to a failed speaker component.